Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the leak was coming from between rg1 and k1. To fix the issue, the fse replaced the tubing, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed a rapid gas loss alarm. There was no patient involvement, and no adverse event reported.

Event description:
N/a